Event description:
Additional information received reported that the case was scheduled for 2014-(B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that one lead had high impedances of greater than 10000 on electrodes 2, 4, 5 and 7. It was noted that one lead was either disconnected or fractured. Troubleshooting performed included reprogramming. It was noted that patient symptoms included less than 50% therapy relief at the lead location and device pocket. The product issue was not resolved and the cause of the issue was not determined. It was noted that the implantable neurostimulator (ins) and the second lead had no alleged product issues. It was further reported that nothing had been explanted yet. It was noted that the patient was still not receiving effective therapy. It was noted that the patient had requested that his system be replaced with another device. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a new device put in (B)(6) 2013. The device was removed on (B)(6) 2014 because it had a problem. The patient only had 30% coverage and the patient was having issues getting stimulation in the right location since it was implanted. The second stimulator never covered as good as the first unit. The patient was having pain in his feet and legs (which was the reason for getting the device). The patient noted the health care provider (hcp) was not sure if it was a lead fracture or a generator issue.

Event description:
Additional information received reported that the case was rescheduled for (B)(6) 2014.

Event description:
Additional information received reported that the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).